Manufacturer narrative:
Device evaluated by MFR.: received for analysis was the delivery catheter, in two sections as a result of a break in the midshaft, and a 7french introducer sheath. It was noted that the hypotube was kinked at various locations along its length. The midshaft was severely stretched and the break site was positioned at 6.4cm proximal to the port. An examination of the balloon found that the balloon and shaft were kinked at 2cm proximal to the tip. There was a build up of blood inside the balloon and inflation lumen. An examination of the introducer sheath found some solidified blood inside the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is related to user issues as the dfu states not to exceed rated burst pressure. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a balloon detachment occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the left renal artery. The lesion was pre dilated with a 4.0 x 12mm apex balloon catheter. Three inflations at 10atms for 6-12 seconds. An unspecified stent delivery system (sds) was advanced and removed undeployed. The lesion was dilated again with a 6.0 x 20mm maverick xl balloon catheter. Three inflations at 4 and 10atms for 8-13 seconds the 5.0 x 12mm veriflex sds was advanced, and deployed at 18atms for 19 seconds in the left renal artery. The delivery device was removed, however the balloon detached and remained in the patient. After multiple attempts at retrieval, the balloon was successfully removed from the patient by pulling it into the sheath. The procedure was completed with the 5.0 x 12mm veriflex. No further patient complications were reported and the patient status is ok.

Event description:
It was reported that during a stenting treatment procedure a balloon detachment occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the left renal artery. The lesion was pre dilated with a 4.0 x 12mm apex balloon catheter. Three inflations at 10atms for 6-12 seconds. An unspecified stent delivery system (sds) was advanced and removed undeployed. The lesion was dilated again with a 6.0 x 20mm maverick xl balloon catheter. Three inflations at 4 and 10atms for 8-13 seconds the 5.0 x 12mm veriflex sds was advanced, and deployed at 18atms for 19 seconds in the left renal artery. The delivery device was removed, however the balloon detached and remained in the patient. After multiple attempts at retrieval, the balloon was successfully removed from the patient by pulling it into the sheath. The procedure was completed with the 5.0 x 12mm veriflex. No further patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4).